Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4): analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance.

Event description:
It was reported that the patient went to the hospital due to syncope and the device was found to have reached elective replacement indicator. Trend data indicates that there was high battery impedance. The device was removed and replaced. No further patient complications have been reported as a result of this event.